Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that after about 3.5 years it did not mitigate any more of the pain down their right leg. Patient had surgery, it was done to stabilize all of their lower back, and since it was in the way of fusion to be done they asked for it to be removed. Patient stated physical therapy-post surgery healing- has done more in 4 sessions to remove their pain in their leg than device was going to before removal.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt mentioned they had noticed that things in their body had shifted (pt said they had "habituated" so totally) so much and the pt was not getting desired therapy from the spinal cord stimulator(scs) any longer since "within the last 6 months." Pt said they almost got "no relief" from the scs because of the way their body had changed. Pt said they had an operation with their hcp where the hcp performed surgery on the lower back to address a bulging disc and connective work on lower back discs. Pt said hcp had to remove the leads and ins in the surgery and pt will not be re-implanting the ins and leads because pt got great results from the surgery and pt said everything was now off their sciatic nerve. Pt may be getting a pain infusion pump. Pt called to donate old equipment and have their registration information updated.

Manufacturer narrative:
Concomitant medical product: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2018, product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2018, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 22-feb-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 22-feb-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.